Event description:
Globus received a medwatch 11/07/2014 from the user facility, covenant medical center located in lubbock, tx. Description of event indicated patient started having intermittent left lateral knee and calf pain radiating across anterior left calf to great toe, with left foot weakness. Patient was scheduled for surgery after treatment with medication failed to relieve his symptoms. X-rays obtained in the ap, oblique, lateral views to demonstrate the dysfunction of the right l5 pedicle screw. It was reported the locking cap popped off. Revision surgery took place (B)(6) 2014.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned for evaluation, and a thorough investigation could not be completed as no lot number was provided. No evaluation could be performed as the implant was not returned. Additional information has been requested about this case. If and when that information is provided, a supplemental report will be filed.